Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 216444 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 216444, device part number 195-430h/ lot 213695. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 216444 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. Prior testing was performed on (B)(6) 2022 using a flowflex antigen test that generated a negative result. Confirmation testing was performed at a hospital on (B)(6) 2023 through a series of tests such as antibody, serum, and blood, generating positive results. Consumer reported they had trouble breathing on (B)(6) 2023 and went to the emergency room where they received an unknown treatment. The consumer confirmed there was no negative impact in their care due the test result. The patient was previously diagnosed with covid-19 in late (B)(6) 2022, tested covid-19 free on (B)(6) 2022, and was covid-19 positive once more in early (B)(6) 2022. Although requested no additional information, including patient outcome, was provided

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. Prior testing was performed on (B)(6) 2022 using a flowflex antigen test that generated a negative result. Confirmation testing was performed at a hospital on (B)(6) 2023 through a series of tests such as antibody, serum, and blood, generating positive results. Consumer reported they had trouble breathing on (B)(6) 2023 and went to the emergency room where they received an unknown treatment. The consumer confirmed there was no negative impact in their care due the test result. The patient was previously diagnosed with covid-19 in late (B)(6) 2022, tested covid-19 free on (B)(6) 2022, and was covid-19 positive once more in early (B)(6) 2022. Although requested no additional information, including patient outcome, was provided.